Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f2021301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the leakage of saline did not occur in the inflation indicator section of a 5f mynx grip vascular closure device (vcd). There was no reported patient injury. There were no damages to the balloon. There was no balloon issue or leakage from the balloon. The device was stored in the cath lab for one week. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The mynx was used in a diagnostic coronary procedure using a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. There was no visible damage in distal end of the sheath after removal. Hemostasis was achieved by manual pressure. The device will be returned for evaluation.

Manufacturer narrative:
Additional information was obtained from the product analysis stating that there was inflation indicator issue to align. Therefore the event will be coded as pressure gauge-inflation indicator issue, making this file non-reportable.